Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided section d4:catalog number: a complete number is unknown, as product serial number was not provided. Section d4: serial number: unknown/not provided section d4: expiration date: unknown, as product serial number was not provided. Section d4: UDI number: unknown, as product serial number was not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: email address: unknown, as information was not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1 piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1 piece iol model dib00 which is distributed in the unites states under PMA (B)(4). Section. H3: other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had been found to have a foreign matter when inserted in the patient's eye. Account indicated that it was a black fibrous matter which size was about 0.5 to 1.0 mm. It could be removed by aspirating, but the concern remained about whether there were any problems with the iol. There was no patient injury reported. The iol remains implanted. Through follow-up, we learned that no photographs were available. The foreign material was loose on the iol's surface. No further information was provided.

Manufacturer narrative:
Additional information and corrected data: upon further review of the file it was noted that a follow-up report is required per new information received. Therefore, this supplemental filing is to update the following fields: section d4 - catalog number: dib00vi210. Section d4 - serial number: (B)(6). Section d4 - expiration date: october 16, 2025. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: october 16, 2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.